Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) catheter was inserted into the patient and used for 24 hours, an alarm was generated. When the console was replaced with another device, the alarm continued. When the catheter was replaced with a new one, therapy continued successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Two kinks were found on the catheter tubing approximately 52.1cm and 76.2cm from the iab tip. An optical fiber break and penetration was observed at the kinked location of 76.2cm. The inner lumen was found to be occluded with dried blood the occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was confirmed on the catheter tubing. The penetration found in the catheter tubing appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing causing the reported problem. The evaluation confirmed the reported problem. Continual flexing of a kink can cause the catheter to become penetrated. It is difficult to determine when the penetration may have occurred, however, it could cause the reported event. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) catheter was inserted into the patient and used for 24 hours, an alarm was generated. When the console was replaced with another device, the alarm continued. When the catheter was replaced with a new one, therapy continued successfully. There was no reported injury to the patient.